Manufacturer narrative:
Evaluation of the returned packing coil lp could not confirm that the pusher assembly was unable to be advanced from its initial position. Evaluation revealed that the pusher assembly mid-joint was distal to the introducer sheath friction lock. Further evaluation reveled that the pusher assembly was kinked and fractured. This damage was incidental to the reported complaint and the root cause could not be determined. Due to the pusher assembly fracture, the packing coil lp could not be functionally tested. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using packing coil lps. During the procedure, a packing coil lp would not advance from the starting position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.